Event description:
A user facility returned the olympus, model bf-f260, evis lucera bronchovideoscope to olympus for repair due to a report of "liquid leaks at the ar." Upon inspection and testing of the returned device, it was noted that peeling of the coating on the insertion section (greater than or equal to 1 square millimeter) was present. This report is submitted due to the malfunction of peeling of the coating on the insertion section. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found peeling of the coating on the insertion section (greater than or equal to 1 x 1 mm2) due to deterioration. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received regarding the event: the event happened before an unknown procedure. The device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event was caused by physical stress and/or chemical stress. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "Inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "Important information: please read before use : warnings and cautions : if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding and/or perforation. Operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions." Olympus will continue to monitor the field performance of this device.